Event description:
The customer stated that the unit powered up normally and passes the self test, but the status indicator displays "do not use". No patient involvement.

Manufacturer narrative:
The device is an automatic external defibrillator (AED) and the actual device involved was returned by the user facility. Evaluation confirmed the complaint that the status indicator on the front panel of the deivce was displaying "do not use." Evaluation also confirmed the device user's statement that the device was otherwise fully functional and turned on normally and passed its power-on self-test. Investigation found that the status indicator itself had failed. The status indicator is an lcd (liquid crystal display) component. Other than the faulty status indication caused by the failed component, the device was functional and capable of delivering energy to a patient for defibrllation. After repair, the device passed all performance testing and was returned to the customer.